Event description:
No additional information there was no pulling during the endoscopic inspection. After the inspection, it was found that the extension tube was disconnected at the needle-free connector.

Manufacturer narrative:
One 20039e sample was received without packaging for investigation. Furthermore, the lot number of the complaint sample was reported unknown. The feedback provided by the customer suggests the device separated at the smartsite tubing joint. A visual inspection of the returned sample confirmed the customer's experience, as the smartsite was received separated from the extension set; a close visual inspection confirmed solvent was present at the affected joint. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined in this instance; however it is possible that the separation occurred due to an inconsistent solvent application during the manual assembly process, coupled with a pulling force. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20039e product over the past 12 months.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite¿ extension set, tubing separated from the conncection. The following was received from the initial reporter: there was no pulling during the endoscopic inspection. After the inspection, it was found that the extension tube was disconnected at the needle-free connector.

Event description:
No additional information.

Manufacturer narrative:
Updated investigation results: one 20039e sample was received without packaging for investigation; however, the lot number of the complaint sample was reported unknown. The feedback provided by the customer suggests the device separated at the smartsite tubing joint. A visual inspection of the returned sample confirmed the customer's experience, as the smartsite was received separated from the extension set; a close visual inspection confirmed solvent was present at the affected joint (appendix 1 & 2). The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused an inconsistent solvent application during the manual assembly process, coupled with a pulling force. The lot number was not available, however a review of the laser ID of the smartsite suggest that the lot number could be one of the following, 22085562, 22085563, 22085564, 22085565, 22085566 and 22085567. A review of the production records of the potential lot numbers was performed and no related in-process testing failures or quality deviations were identified which may have resulted in the customer's experience. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. Furthermore the manufacturing site has also identified some improvement actions to the solvent dispensers which should reduce the likelihood of reports of this nature in future. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20039e product over the past 12 months.